Event description:
Patient had hip pain, cup appears to have moved position from implantation done on 2007. Cup appears loose. Patient was revised on right hip.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: there is no evidence that the apparent failure of biologic fixation eight years post-operative in this elderly patient with a primary acetabular component placed in a revision hemiarthroplasty was the result of factors of faulty component design, manufacturing or materials. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However, a review by a clinical consultant indicated that there is no evidence that the apparent failure of biologic fixation eight years post-operative in this elderly patient with a primary acetabular component placed in a revision hemiarthroplasty was the result of factors of faulty component design, manufacturing or materials. Additional information, including return of device, clinical or past medical history ,follow-up notes between (B)(6) 2007 and (B)(6) 2015, and additional x-rays are needed to fully investigate the event. If further information and/or device becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had hip pain, cup appears to have moved position from implantation done on 2007. Cup appears loose. Patient was revised on right hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.